Event description:
The customer reported that the device failed to discharge. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge. No patient involvement was reported. The customer was informed that the device has been out of support since (B)(4) 2009 and parts are no longer available. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.